Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, : product type: catheter. (B)(4).

Event description:
Information received from a company representative reported the catheter was implanted after the use before date. The indication for use was noted as intractable spasticity. No drug, patient symptoms or outcome reported. If additional information is received a follow-up report will be sent.